Manufacturer narrative:
The spectrum autopass suture passer and the "used/damaged" needle were received for evaluation on 07-dec-2016. Visual inspection of the returned device by the r&d engineer verified that the trap door of the passer was broken. The needle was also found broken at the distal tip and is still inside the passer (see MDR #1017294-2016-00133). Further inspection by the r&d engineer found the trap door appears to have been damaged by another instrument, such as a grasper or hook, as indicated by the wear marks on both sides of the upper jaw next to the trap door approximately at the location of the break. This area of the upper jaw does not experience wear in normal use. In combination with the marks on the upper jaw, the bend in the trap door, the engineer concluded that excessive force was applied during use. In this instance, the most probable cause of the reported device breakage was use related. This device was manufactured on 03-jun-2016. (B)(4). This failure mode is addressed in the dfmea and the risk analysis has been deemed acceptable. This suture passer is a reusable device that is cleaned and sterilized between uses. The autopass suture passer and needle were released in oct-2014 and the use of this product is technique dependent. The needle shaft and blade are made of (B)(4) super elastic nitinol. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To date, there have been no patient long term adverse effects resulting from this type of incident. The instructions for use (IFU) provides the following contraindications, precautions and warnings: contraindications: - pathological conditions in the soft tissue to be repaired or reconstructed which would adversely affect suture fixation. - device is not to be used on bone or similar hard tissue. Precautions: - prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. - avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. - to facilitate sterilization and proper function of the device, clean suture passer properly after each use. - instruments should be stored in the shoulder restoration system tray to protect the features. - if used arthroscopically, do not use the suture passer through a cannula less than 5.5mm in diameter. Warnings: - avoid lateral stresses to the instrument or device function may be compromised. - do not use if parts are broken, cracked or worn, or device function may be compromised. - whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. - if tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism.

Event description:
The user facility reported that during use of the spectrum autopass suture passer with the needle in a shoulder arthroscopy rotator cuff repair procedure on(B)(6) 2016, part of the "window" (trap door) and tip of the needle were broken off inside the patient's shoulder. As reported, the breakage occurred while the suture passer and needle was passing through the tissue. The broken pieces were removed with no problems noted. The procedure was otherwise completed with no further complications or serious injury to the patient. This report is filed on the basis of potential for patient injury with recurrence.